Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch uf/imported report# (B)(4).

Event description:
Procedure performed; robotic nephrectomy. Event description: complaint created based off uf/importer report # (B)(4) & medwatch #17833732. During the robotic nephrectomy, while trying to retrieve the specimen from inside patient, the bag would not close properly. The metal prongs meant to open the bag became bent. Product is not available for return. Intervention: ni. Patient status: no report of patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to medwatch uf/imported report# (B)(4).

Event description:
Procedure performed; robotic nephrectomy. Event description: complaint (B)(4). During the robotic nephrectomy, while trying to retrieve the specimen from inside patient, the bag would not close properly. The metal prongs meant to open the bag became bent. Product is not available for return. Intervention: ni. Patient status: no report of patient injury.